Event description:
Consumer reported complaint for error message (e-0). Wife is calling on behalf of the customer. The customer reported feeling weak and tired; medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer and produced e-0 error using true metrix meter. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 05/31/2024 and open vial date is day of call.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: weak and tired. Meter and test strips were not returned for evaluation. Added most likely underlying root cause onto case as the complaint product was not returned for investigation. Most likely underlying root cause: mlc-078: user hematocrit low. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 21-mar-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications.